Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. The lead was returned with the helix retracted and covered with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of inadequate capture was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the device revealed high capture threshold exhibited by the right ventricular lead. Lead dislodgement was subsequently confirmed via chest x-ray. The patient was scheduled for revision. However, during the procedure the helix failed to retract. The lead was explanted and replaced. The patient was stable.